Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient. It was later reported that on (B)(6) 2023, the patient had circumferential pericardial effusion that developed into cardiac tamponade. The patient underwent emergency surgical intervention, pericardiocentesis, to treat cardiac tamponade. It was reported the user believed the cause of the pericardial effusion/cardiac tamponade was attributed to the stabilizing wires of the 22mm amplatzer amulet left atrial appendage occluder. The patient status was reported as stable and that there was initial or prolonged hospitalization due to this event. It was reported there was no clinically significant delay in the procedure due to this event that had the potential to cause or resulted in hemodynamic compromise or serious injury.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion that lead to cardiac tamponade was reported. Information from field indicated a pericardiocentesis was performed to treat tamponade. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. However, it was believed that the cause of the pericardial effusion/cardiac tamponade was due to the stabilizing wires of the device. Based on the information received, the cause of the reported incident could not be conclusively determined.